Event description:
The customer reported 3 cardiograph leadset cable failures with short leads.

Manufacturer narrative:
The customer reported 3 cardiograph leadset cable failures with shorted leads. Based on the customer's report, we are considering this a malfunction of the lead sets. The defective leadsets were replaced to resolve the issue.